Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that their one touch verio iq meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the error 4 message first occurred on ¿(B)(6) 2015,10am¿. The patient manages his diabetes with medications including (metformin 1000mg) and continued with his regular diabetes management regimen routine as a result of the alleged product issue. The reporter for the patient stated that later that afternoon, after the error message appeared the patient developed the symptom of ¿dizzy¿. No treatment or medical intervention was required. At the time of troubleshooting the cca noted that it was not the first time the product was being used, the patients test strips were correctly stored and within their expiry date. In addition the patient was using the incorrect testing steps, as he was not using the test strip to turn the meter on. The issue remained unresolved after trouble shooting. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1, the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: error message 4 observed in the error log, but the errors were not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. A secondary issue was also noted; the test strip vial was found to have a damaged lid. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.